Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using his freestyle libre sensor due to error messages displayed. Customer further reported that he experienced symptoms described as "vomiting, no fluids down pneumonia in the lung" and lost consciousness. A reading of 1200 mg/dl was obtained on the competitor meter and customer was seen at the hospital where he was treated with IV medication and antibiotics. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and fully seated. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed, and a sim-vivo test was performed. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported being unable to test using his freestyle libre sensor due to error messages displayed. Customer further reported that he experienced symptoms described as "vomiting, no fluids down pneumonia in the lung" and lost consciousness. A reading of 1200 mg/dl was obtained on the competitor meter and customer was seen at the hospital where he was treated with IV medication and antibiotics. There was no report of death or permanent injury associated with this event.